Event description:
It was reported that via a remote transmission, the atrial lead exhibited noise that caused inappropriate auto mode switch episodes. The patient had past instances of noise in (B)(6) 2014. The device was reprogrammed and the patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.